Event description:
It was reported that the patient's aveir leadless pacemaker (lp) had inappropriately gone into emergency reset mode, without it being activated and no error message was received. No further information was provided.

Manufacturer narrative:
The reported event of the alert noting that the right ventricular leadless pacemaker (lp) was in evvi was confirmed. Based on the information provided, it was determined that when the right atrial lp was interrogated the openlink data incorrectly indicated the right atrial had an older firmware, which triggered a forced firmware upgrade. During the upgrade, loss of telemetry occurred and the right atrial lp had entered evvi mode. When the device was reinterrogated, the alert popped up due to the right atrial lp being in evvi. The reason active right ventricular lp was noted in the alert was per requirements and due to the system being a dual chamber and the primary device the right ventricular lp. No anomalies with the right ventricular lp were detected.